Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and confirmed that malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again.